Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool revealed two no delivery on 23 apr 2024. On 23 apr 2024, it was triggered at 12:56:15 and 12:58:58 no delivery occurred during bolus. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Pump was cut open and found evidence of moisture damage on pcba 1 and pcba 2. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: scratched case. In conclusion, customer concerns were not confirmed. No unexpected or constant insulin flow block/no delivery alarms noted during testing. Exposed to moisture was confirmed on electronic assemblies. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported blood glucose value of 239 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-399a, mmt-1884. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. Customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.